Manufacturer narrative:
Internal report: (B)(4). Pen needle was returned for investigation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's initial concern was resolved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for inaccurate dispense using pen needle. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is 11/01/2023 and open vial date is undisclosed.